Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass, during prime there was a foreign particle found floating in the reservoir. *no consequence or health impact to patient. *product was changed out. *procedure was completed successfully.

Manufacturer narrative:
Terumo has received the device for evaluation; however, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. 81 - evaluation is in progress, but not yet concluded.

Manufacturer narrative:
**UDI related data quality updates only** d1 brand name (corrected). D2a common device name (corrected). D4 additional device information (corrected primary unique device identification (UDI) number).

Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on december 21, 2023. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date) g3 (date received by manufacturer) g6 (indication that this is a follow-up report) h2 (follow-up due to additional information and device evaluation) h3 (device evaluated by manufacturer) h4 (device manufacture date) h6 (identification of evaluation codes 10, 3331,11, 202, 25) the affected sample was inspected upon receipt. The reported foreign material was unable to be located within the reservoir. It was also noted that there were several ports on the reservoir that were left open. A video was provided that showed a small black particulate floating in the priming fluid, and appears to be a piece of the defoamer that is in the cr filter. However, without finding the actual particulate in the device, it is unable to be measured against specification. A representative retention sample was inspected to show no anomalies with the device, including no foreign materials. All capiox units are 100% visually inspected in process. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.